Manufacturer narrative:
Additional information: event date: on (B)(6) 2024 the lens was replaced with a longer length lens. This did not resolve the problem. Additional information has been requested but none forthcoming. Claim#(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.0/1.0/102 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.